Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems implanted. Device 2 of 2. Reference MFR. Report#: 1627487-2016-02719. It was reported the patient felt stimulation therapy in the incorrect location. As such, the patient underwent surgical intervention where the physician unplugged his two existing model 3186 leads (devices remain implanted) and implanted two new model 3186 leads.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02719. Follow-up information revealed the patient has effective stimulation coverage postoperative. Surgical intervention resolved the reported issue.